Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding an external cli nician programmer. It was reported that the hcp saw service code 338 on two different tablets (ct900d) when interrogating a pump. Technical services reviewed that this error code is typically seen with the ct900e and has never been seen on the ct900d. Technical services reviewed the reason for the service code 338 was that andriod monitors the apps that are running in the background even when the handset/tablet is not being actively used. The 338 code/alert appears when the app is running and android "sees" the app running and closes it down in the background. The hcp explained that they always close the app via ¿end session¿. Technical services reviewed troubleshooting steps to decrease the likelihood of the 338 alert/code occurrence, it was recommended to have the user close the app after each use. If that would not work, it was recommended to try to restart the tablet and try again. It was unknown if the event had resolved at the time of the report. Additional information was later received from a foreign healthcare provider via a company representative. It was reported the 338 error code had occurred on the ct900d tablet and the error most likely resulted from open apps in the background. The rep informed the hcp to always close the app. The actions/interventions taken to resolve the issue was the rep talked to hcp through the process of closing all the apps on the tablet. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software product ID a810, lot#, serial# unknown, software version: 1.1.413 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.